Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications and passed self test. No unexpected battery power loss, replace battery alert or replace battery now without a low battery warning were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received replace battery now alarm. The blood glucose level was unknown. Customer stated that this was the second occurrence of replace battery alarm without low battery warning. The insulin pump also received power loss alarm but the customer was able to clear the alarm. The product will return for the analysis.